Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 20-nov-2018. It was reported that tracking difficulties were encountered. A 2.0mmx20mmx143cm coyote nc balloon catheter was selected but the guidewire came out from the balloon part. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed hole in guidewire lumen. Device evaluated by manufacturer: the returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that there is a hole in the guidewire lumen 15mm from the tip. There is blood present in the guidewire lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.